Manufacturer narrative:
Evaluation of the returned device has been completed. The complaint was confirmed; there was damage on the sentrant sheath tip. The reported damage to the sheath caused by the dilator is highly unlikely as the deformation appears to be caused by an external environment rather than the insertion of the dilator. The root cause of the event could not be conclusively determined however, as the damage was not seen prior to insertion into the patient, the patient¿s calcified access vessels may have contributed.

Manufacturer narrative:
(B)(4).

Event description:
A sentrant sheath was selected as an accessory device for the endovascular treatment of a 5cm in diameter abdominal aortic aneurysm. Minimal calcium was present in the access vessels. It was reported that during the index procedure, the sentrant sheath was only inserted into the patient slightly when the physician felt that there was some resistance during positioning of the sheath. The physician then took the sheath out of the patient and noticed that the proximal edge of the sheath became flared due to the dilator. The physician completed the case using another manufacturer's sheath. There was no the damage noted prior to insertion into the patient. No additional clinical sequelae were reported and the patient is fine.